Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. It was reported that, on (B)(6) 2019, the patient was shocked by an ICD. The patient was shocked again on (B)(6) 2019, and was admitted on (B)(6) 2019. The patient was started on lidocaine gtt with aggressive electrolyte repletion until ventricular tachycardia subsided. On (B)(6) 2019, the patient had moderate to severe aortic insufficiency (ai). On (B)(6) 2019, the patient underwent a transcatheter aortic valve replacement procedure. The patient was taken to the ICU for complications that required intubation, including significant hypotension requiring multiple pressors, severe mitral regurgitation, and acute renal failure for which the patient was started on continuous renal replacement therapy. On (B)(6) 2019, the patient experienced right heart failure. Also on (B)(6) 2019, the patient has an acute respiratory decompensation with left sided chest pain, neck pain, emesis, and dyspnea. The patient had a metabolic acidosis with lactate elevation. There was concern for embolization of a thrombus or an acute change with the patient¿s new transcatheter aortic valve replacement. The patient was intubated and started on a heparin drip. On (B)(6) 2019, the patient had a major infection. The patient was started on a ten day course of antibiotics. Also on (B)(6) 2019, general surgery was consulted for a possible ischemic bowel and it was determined that the patient was not stable for the procedure. The patient quickly decompensated, requiring multiple pressors, 100% fio2 and vent maneuvers, and broad-spectrum antibiotics. Also on (B)(6) 2019, the patient¿s partial pressure oxygenation remained low throughout the night regardless of multiple interventions. The patient¿s chest x-ray showed completely white-out lungs which was concerning for a hypoxic neurological event. Cardiac surgery and interventional cardiology did not feel that surgery or any intervention would be helpful at that point. Also on (B)(6) 2019, the patient experienced an abrupt onset of severe multisystem organ failure. It was reported that the multiple organ failure was not due to the lvad, but rather, due to an underlying acute event. It was reported that the hypotension resolved on (B)(6) 2020. As of (B)(6) 2019, the patient¿s care treatment and management included antibiotics, continuous renal replacement therapy, electrolyte and nutrition management, invasive hemodynamic monitoring, left ventricular assist device, management of mechanical ventilation, sedation management, titration of inotrope infusions, and titration of vasopressor infusions. The patient inhaled nitric oxide (no) support throughout the course of their hospitalization. Care goal discussions were initiated with the patient¿s family and the decision was made to withdraw care. The patient expired on (B)(6) 2020 due to multisystem organ failure from cardiac failure. It was later reported that the pump was not explanted and would not be returned for evaluation. Cardiac arrhythmia, localized infection, right heart failure, driveline infection, renal dysfunction, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The surgical procedures section of the hm3 IFU states that moderate to severe aortic insufficiency must be correct at time of device implant. The patient care and management section of the hm3 IFU contains subsections titled ¿right heart failure¿, ¿controlling infection¿, ¿measuring blood pressure¿, and ¿blood pressure management.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 and (B)(6) 2019, patient was shocked by ICD and was admitted on (B)(6) 2019. The patient was started on lidocaine gtt until ventricular tachycardia (vt) subsided with aggressive electrolyte repletion. On (B)(6) 2019, transthoracic echocardiogram (tte) showed moderate to severe aortic insufficiency (ai) since (B)(6) 2019 speed increased to 6000 rpm due to right-heart catheter (rhc) on (B)(6) 2019 showing fixed-cell immunofluorescence (fci) to be 1.52 l/min/m2. An echo with lvad turndown to 3000 rpm still showed moderate ai. Transcatheter aortic valve replacement (tavr) team consulted, workup complete and patient underwent tavr procedure on (B)(6) 2019. He had a metabolic acidosis with lactate elevation. There was concern for embolization of a thrombus or an acute change with his new tavr. He was intubated and started on a heparin drip. Patient was taken to the ICU for complications that required intubation, significant hypotension requiring multiple pressors, severe mitral regurgitation (mr) and acute renal failure for which he was started on continuous renal replacement therapy (crrt). Infectious disease (ID) was consulted for increase white blood cells (wbc) and yeast grew from sputum sample. A ten-day course of antibiotics was started. It was reported that patient had hypoxia and multiple pressors were initiated, patient received a chest x-ray. On (B)(6) 2019, he had an acute respiratory decompensation with left sided chest pain, neck pain, emesis, and dyspnea. On (B)(6) 2019, the patient developed the abrupt onset of hypotension (maps to 40s by report), hypoxia, fever, lactate from normal to 9.3, and mixed venous oxygen saturation from 58.4% to 18.4%, and abrupt rise in cvp and pa pressures. Multiple vasopressors were added and vad speed increased. On the same day, the patient quickly decompensated requiring multiple pressors (including angiotensin), 100% fraction of inspired oxygen in the air and vent maneuvers, and broad spectrum antibiotics. Nephrology were called to evaluate for possible initiation of crrt in setting of sudden onset oligo-anuric acute kidney injury (aki) and metabolic acidosis. The patient was started on crrt with the fluid removal goal of -75cc per hour. Patient developed multiple organ failure on (B)(6) 2019 due to an underlying acute event which was thought unrelated to lvad. Patient had profound hypoxia, hypotension requiring 5 vasopressor agents, cardiac valvular insufficiency and he was on maximal doses of vasopressors with maps in the 50s. Surgery consulted for possible ischemic bowel and evaluated bedside diagnostic laparoscopy, but patient was not stable for this procedure. The overall impression was lactic acidosis and shock of uncertain etiology; no interventions to the valves or coronaries or for additional (percutaneous) mechanical support. Permissive hypotension/weaning of vasopressors as tolerated, weaning of inhaled nitric oxide, and continued evaluation for non-valvular/non-cardiac precipitants of shock were recommended. On (B)(6) 2019, multiple vent changes were made with recruitments, increasing peep and pressure support, neuromuscular blockade was tried and putting the patient with the left side down since the left side looked less congested on chest x-ray, all with no improvement in his oxygenation. His partial pressure of oxygen (pao2) remained low throughout the night regardless of multiple interventions with completely white-out lungs on chest x-ray, which is concerning for a hypoxic neurological event. Care goal discussions were initiated with family and a do-not-resuscitate (dnr) was placed. Patient's aicd was turned off and attempts to wean from vasoactive inotropic agents failed. On (B)(6) 2020 patient blood pressure medication requirement increased, with worsening acidosis. A thorough discussion of patient care goals resulted in a decision to withdraw care. Patient was sedated, his crrt turned off, all vasoactive and inotropic medication were paused and pump turned off. The patient expired shortly after on (B)(6) 2020 at 11:12pm. No further information was provided.

Event description:
Additional information: on (B)(6) 2019, infectious disease was consulted for an increasing white blood cell count and positive yeast culture from a sputum sample. A computed tomography of the chest, abdomen and pelvis was obtained. The patient was started on a 10-day course of cefepime 2 gm IV every 12 hr with metronidazole 500 mg every 8 hr were initiated. The patient had right heart failure. On (B)(6) 2019, the patient care treatment and management included antibiotics, continuous renal replacement therapy, electrolyte and nutrition management, invasive hemodynamic monitoring, left ventricular assist device, management of mechanical ventilation, sedation management, titration of inotrope infusions, titration of vasopressor infusions. The patient inhaled no support throughout the course of his hospitalization until his death on (B)(6) 2020.